Event description:
Customer reported to beckman coulter, inc. (Bec) that after a power glitch they heard a popping noise then a burning smell coming from the (B)(4) uninterrupted power supply (ups). Customer reported that the unicel dxc 600 synchron system was operational. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec did not manufacture the ups. Bec customer technical specialist provided the customer the telephone number for (B)(4) for support with the ups.

Manufacturer narrative:
(B)(4).